Event description:
Additional information received from a healthcare provider (hcp). The hcp reported that they reprogrammed the patients stimulation and it alleviated the symptoms on (B)(6) 2017.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Follow up information received from the patient on 2017-jan-10 reported that to resolve the return of tremor they talked to their original programmer and decided to wait until the date of additional information to reprogram their system. The patient reached the highest number on their left side, and they "will fix that." The patient's return of tremors has not been resolved as they have yet to have the appointment on (B)(6) with it being noted that their overall improvement is great.

Manufacturer narrative:
Concomitant medical products: product ID 37603, serial# (B)(4), implanted: (B)(6) 2016, product type: implantable neurostimulator. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The patient reported a return of symptoms as of (B)(6). It was stated that their tremors are coming back into their feet, and inquired if it was related to the use of their electric toothbrush. The patient began using the toothbrush on (B)(6) and their tremors returned that night. They were able to sit for a few hours at a time and were doing great until that date, and are taking 6 pills per day of carbidopa levodopa 25/100, which is now down to 3 pills per day. The patient took a pill on date notified but it still hasn't helped to manage their tremor, and they spoke to the healthcare provider (hcp) as well who told them to increase their dosage. The patient's indication for implant is parkinson's dual and movement disorders.